Manufacturer narrative:
The device has been returned and the evaluation is in progress pending additional information. A supplemental report will be submitted once the evaluation is completed.

Manufacturer narrative:
The marathon catheter was returned for analysis. Onyx residue was found inside the catheter hub and the catheter was found occluded . The catheter was found to be ruptured at 24.0cm from the distal end. The catheter tip was found to be shaped. No onyx residue was found inside the catheter tip. A 0.010" mandrel was inserted into the catheter tip and became stuck at 10.5cm from the distal end. Based on the device analysis the clinical observation was confirmed. The returned catheter was found to be ruptured and occluded with onyx. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Per the marathon IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. In addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of this event could not be determined. If the device is returned a supplemental report will be filed. Per the marathon flow directed microcatheter instruction for use: "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury." Same event as reported in MDR MFR: 2029214-2016-00200.

Event description:
Medtronic received information that during an embolization procedure of an arteriovenous malformation (avm), the physician found there was resistance and no onyx outflowed from the micro catheter tip. The physician then washed the catheter with dmso and still felt resistance. He withdrew the micro catheter, and during the withdrawal process, found onyx was within the lateral wall of the duct to the vertebral artery. The physician washed the catheter with dmso and found the head marathon was broken. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.